Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss over 1 hour occurred on (B)(6)2022 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Perform voltage test and passed. Nordic bluetooth pairing test was performed and failed. A review of the share logs was performed and no signal loss was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was determined to be transmitter, defective. The reported event of signal loss over 1 hour is reportable based on loss of connection was found. Due to defective transmitter. No injury or medical intervention was reported.